Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) recommended obtaining imaging to check system position and to consider a max energy commanded shock. This s-ICD remains in service. No adverse patient effects were reported.